Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of atrial sensing was observed on a remote transmission. The patient is in atrial fibrillation/flutter that is not being sensed. Patient is fine and stable. Performing x-ray was discussed. Patient has not presented to clinic for further evaluation.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. This event was reported on 2938836-2018-03335 and 2938836-2018-03337.